Manufacturer narrative:
UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to june 21, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device cloverleaf fitting did not fit into the surgical impactor and the locking collar of the impactor would not lock the broach adapter. The adapter is a two-piece design where the stem is threaded onto the adapter body-system which has become loose due to normal over time. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to the stem becoming loose which is due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4)- the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cloverleaf fitting of the broach-adapter device could not be inserted into the detent region of the impactor device smoothly. It was further reported that the device could not lock while rotating the locking collar of the impactor. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.